Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, during the procedure, according to the inflation pressure gauge and under fluoroscopy, when the balloon was inflated, the balloon did not appear to be inflated completely. The balloon was inflated further and suddenly burst. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "good".